Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports a non-specific issue. The scd controller was sent to a covidien svc ctr. Upon triage, a svc tech found the power cord has exposed copper wiring.